Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly; the battery compartment of the insulin pump was damaged. Blood glucose value at the time of the event was 36 mg/dl. The customer was treated for hypoglycemia with carb intake and assisted/self treatment of severe glycemic excursion (major severity). The event involved product(s) mmt-1880l, mmt-342 , mmt-442a. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer response was that the device will be returned. No product return is required for mmt-342. No product return is required for mmt-442a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. No pump delivery anomaly noted. [Per (B)(6) ¿ r&d engineer: the customer disabled smartguard mode more than 6 months prior to event date (12/12/2025). 06/16/2025 07:10:26.000 cl1automatictransition (223). Eventtype = 223. Sourceid = 0. Historyrecordlength = 13. Systemtime = 06/16/2025 07:10:26.000. Cl1transition: outofcl1active (0). Reasonforcl1automatictransition: outofcl1activeduetouseroverride (1) on event date: at 6:45am the customer switched from basal3 with basal rate = 0.4 u/hr to basal 2 with basal rate = 0.8u/hr. As per dailytotals, with this rate the pump for the event date delivered in total 15.25u of insulin. Also, pump delivered in total 8.9u of bolus. So, the total delivery amount was 24.15u. Conclusion: pump delivered insulin the way it was programmed. (Please see the attachment for mark freger's details on this analysis.)] The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 12-dec-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 152500 (15.25 u) and dailytotalofbolusinsulindelivered = 89000 (8.9 u) which is equal to the dailytotalofallinsulindelivered = 241500 (24.15 u). Perform the history review 1 week prior to the event date 12-dec-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.